Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 17-19 mg/dl. Bg cause was not known. Paramedics provided assistance to the customer by administering a glucose injection to address bg as customer was unable to do so themselves. Customer declined to be transported to the emergency room (ER) by paramedics.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.